Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 460mg/dl and no delivery alarms. The customer indicated that their infusion set tape does not stick. Troubleshooting found that the customer could not rewind the pump, but was able to clear the no delivery alarm after the pump battery and reservoir were changed. Customer indicated that the pump was able to complete the rewind process. Customer was advised customer on insertion site and adhesion technique. Customer was also advised to monitor the pump and call back if any further issues.